Event description:
It was reported that the device a preloaded intraocular lens (iol) had a defective container. Through follow-up, we learned that the defect was found in the device's packaging that exhibited an unspecified damage to the sterile barrier, which was noticed upon opening the package. No further details have been provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6a - implant date: n/a, as there is no indication that the lens was implanted. Section d6b - explant date: n/a, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 11-jul-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification was performed on the suspect product. The taper seal was found broken and the folding carton had been opened. While evaluating inside of the folding carton it was identified that the product had been removed from the sterilization pouch, and the pouch was missing. The simplicity was evaluated and observed to be unused with the lens remaining inside the lens module. No issues were observed with the simplicity. Due to the product being received opened and without the sterilization pouch, no issues could be identified. No further evaluation was performed. The photograph provided by the customer was evaluated. The photograph showed the complaint product packaging and no issues were observed. Due to photograph quality, no further issues were observe and no further evaluation was performed. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.